Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Oversensing of the far r-wave resulted in inappropriate alternate mode switching. The device was reprogrammed successfully. No adverse consequences for the patient.